Event description:
Implantation of saline filled silicone sack breast implants, resulting in rheumatoid arthritis starting in 1973 or so. Has progressed so that pt is now disabled and wears braces on both hands and forearms 24 hours a day and has for the last 13 years. Pt's medical expenses are huge. Initial implants came loose in pt's chest around in 1974, and had to be stabilized in 1974. Rptr had 3 breast surgeries on both sides, begining with the first implant surgery. Pt does not have implants in now, does not know if calcium deposits occurred, and can't remember if biopsies were done. Rptr had devices implanted for cosmetic purposes. Medical professionals have not confirmed silicone outside the breast scar tissue capsule. Rptr claims she had excess fluid in the surgical area, and that the sacks were leaking and worn. Rptr claims to have been diagnosed with the following after implantation: carpal tunnel syndrome, short-term memory loss, mood swings, procrastination, skin cancer, adrenal problems, chronic swelling, chronic pain, heat or cold sensitivities, esophagitis, duodenitis and/or gastritis, irritable bowel syndrome, frequent migraines / severe headaches, severe rheumatoid arthritis, interstitial chronic lung disease, frozen shoulder, muscle pain and burning, numerous moles, freckles, etc, and long-term extreme fatigue.